Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby0932 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that although the infusing pump did not sound an alarm, the blood could not be aspirated through the device and the resistance was felt upon flushing the device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is unconfirmed as the problem could not be reproduced. One 5 fr powerpicc dual lumen catheter was returned for investigation. A statlock securement device was attached to the catheter wings. Use residue was observed on the sample. Non-vad needleless injection caps were attached to the luer connectors. Microscopic observation of the distal end of the catheter revealed biological residue within the catheter lumens. The lumens were flushed with water using a 12 ml syringe and were found to be patent to infusion and aspiration. As the catheter lumens were found to be patent to infusion and aspiration during functional testing, the complaint is unconfirmed. The use residue observed within the catheter lumens may have been contributing factors to resistance described in the event description. A lot history review (lhr) of reby0932 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that although the infusing pump did not sound an alarm, the blood could not be aspirated through the device and the resistance was felt upon flushing the device.